Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es full height drawer was failed and not showing any of the pockets on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the front fascia of the full height (fh) cubie drawer had become warped, particularly affecting the first row of cubie pockets. This warping caused the pockets to fail during diagnostics, as the fse could not pop out without hitting the front of the drawer. To resolve the issue, the fse reshaped the front section of drawer six, allowing the pockets to release properly and pass the diagnostic tests. Although the drawer showed significant wear due to its age was approximately five years and it did not require any replacement parts at the time. After the adjustment, diagnostics confirmed that all systems were functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer was failed and not showing any of the pockets on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.